Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had impedances. The patient underwent a scs paddle lead revision, was doing well postoperatively and the explanted device was disposed of by the facility.